Event description:
Hospital personnel reported: on (B) (6) 2010 - pt underwent open mesh implant for hernia repair. On (B) (6) 2010 - pt presented to emergency room and was diagnosed with a surgical site wound infection. Pt admitted to the hospital, IV antibiotics were initiated. On (B) (6) 2010 - pt underwent I&d of wound and mesh explant procedure. Culture reports revealed (B) (6). Fascia closed at the time of surgery, skin incision let open to heal by secondary intention, wet to dry dressings applied. On (B) (6) 2010 - the pt was discharged from the hospital and is reported to be doing well.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event, and device info davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.